Event description:
A home dialysis patient in (B)(6) was hospitalized and treated for hemolysis following a dialysis treatment that included a polyflux 210 h dialyzer. The dialyzer was discarded and not available for analysis. The data provided does not indicate there was a mechanical hemolysis however, the cause of the hemolysis is unknown.

Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. There were 25,416 dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No similar complaint was reported for this lot number.